Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to an unknown low blood glucose value on (B)(6) 2018. The customer's current blood glucose level was 121 mg/dl. The customer was treated by emts; the customer was given a glucose drip. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. Customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.